Event description:
It was reported a port was placed 1/14/97, in a brain cancer pt with severe dementia. On 1/20/97, the port could not be accessed. Follow up revealed the pt developed a hematoma at the port site and the catheter has migrated to the right atrium. Retrieval of the catheter utilizing a snare was uneventful. Another port was placed in the opposite arm. The pt experienced no sequeal as a result of this event. Further follow up revealed the pt's severe dementia contributed to this event. The physician stated the pt tore their sutures and pulled out the port themselves. Therefore, co does not attribute this event to the device. A portion of the device was returned, evaluated and retained by this MFR. The port was evaluated and it was noted the locking collar was in the locked poisition with approx 1 cm of catheter shaft protruding from the port. The break site was circumferential. The septum contained approx 12 punctures.